Event description:
It was reported that there was a missing piece from the distal tip.

Event description:
It was reported that there was a missing piece from the distal tip.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye and with eye loupe to determine the scope has a piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was traced to be that the damages occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.